Event description:
It was reported, that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. And insulin delivery was resumed successfully. It was also reported, that the pump date was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.